Event description:
Tech called and said bed was brought down to shop with tag on it. He did not know if there was a pt in bed. No injuries reported. He did not know what unit bed came from. Tech states that the lh head siderail has a broken weld on the housing that the latch block sides in and out off. Sending tech a replacement lh head siderail to resolve the problem.